Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva meter - system 1 - serial number - (B)(4). (B)(6) ¿ aviva meter - system 2 - serial number - (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 43 mg/dl, 486 mg/dl, 192 mg/dl and 247 mg/dl on aviva system (system 1) and 124 mg/dl on aviva system (system 2). Customer also reportedly received the following results, with two different roche meters within 10 minutes: 486 mg/dl, 192 mg/dl, 247 mg/dl, 96 mg/sl, 59 mg/dl, and 63 mg/dl on aviva system (system 1) and 393 mg/dl, 50 mg/dl, 60 mg/dl, and 59 mg/dl on aviva system (system 2). The same vial and lot of test strips were used on both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.